Manufacturer narrative:
(B)(4) - hypotension is listed in the IFU. Device code - vessel damage is listed in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 fr. Introducer sheath. The IFU provides recommendations for proper selection of graft size based on patient's specific vessel diameter. The IFU states in the pt selection that: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." Additionally, indications for use are that the "non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm.... With an angle less than 60 degrees relative to the long axis of the aneurysm..." The failure mode assigned to this case is perforation. This failure mode was determined based on the provided description. Additionally, the device was used outside the indications for use in multiple ways. It appears the access vessel was too small for the delivery system, the neck angulation exceeded the IFU's recommendations, and that calcification may have contributed to the perforation of the vessel. We will continue to monitor for similar complaints.

Event description:
An (B)(6) female underwent evar on (B)(6) 2010. The pt's anatomy was not suitable for endovascular repair; severe proximal neck angulation (>70 degrees), severe angulation and calcification in both iliac arteries, and the right iliac artery (access vessel) 6.5 mm in average diameter. After deployment of the main body and another manufacturer's iliac extender on the contralateral side, the physician removed the main body sheath to deploy another manufacturer's iliac extender on the ipsilateral side. Then, a piece of intima was removed with the sheath and blood pressure was decreased. Thus, the physician considered that the right iliac artery had damaged. Another manufacturer's ipsilateral endoprostheses were deployed up to the right external iliac artery. Then the right abdominal muscle was cut and the internal iliac artery was rebuilt with a vascular prosthesis. The left distal popliteal artery was occluded, thus thrombus removal was conducted and the procedure was completed. No problems noted with the pt after the procedure.